Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure the device clips were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.